Manufacturer narrative:
This lot was manufactured march 28, 2017 - march 30, 2017. Two (2) actual infusor units were received for evaluation. Visual inspection on both units via the naked eye noted that both units have a damaged stress member flange, and a segment on the tubing line of both units have been sliced/cut. White crystallized drug was found blocking the fluid path inside the tubing line of both units. The cause of the damaged stress member flange and sliced/cut tubing line could not be determined. Functional testing could not be performed due to the damage; however, evidence of white crystallized drug blocking the fluid path inside the tubing line of both units indicates the crystallized drug may have caused the reported flow problem. The reported issue was verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported two multirate infusors would not flow "at patient level". The event occurred before use. There was no patient injury or medical intervention associated with this event. No additional information is available.